Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, a loss of capture and a low sensing threshold were noted on the right ventricular (rv) lead. During the revision surgery, the helix was unable to extend. The rv lead was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found the helix fully extended and clogged with blood. X-ray examination found over-torque of the inner coil consistent with procedural damage. After cutting the lead, cleaning the helix and applying torque directly to the inner coil, the helix could be retracted and extended within four turns. The cause of helix would not extend was isolated to the helix being clogged with blood and over-torque of the inner coil. The reported events of inadequate capture threshold and intermittent sensing were not confirmed. The event of the helix inability to extend was confirmed.